Event description:
Within minutes after insertion of mid-line catheter, patient experienced shortness of breath, tongue swelling, significant drop in blood pressure and increased pulse rate. Catheter removed and physician examined. Oxygen, epinephrine, and benadryl were administered.